Manufacturer narrative:
Correction: the catalog number has been updated. The following information has been corrected: describe event or problem: it was reported that the bd phaseal¿ optima injector (n35-o) separated from the patient's line three times during use due to a loose connection between it and the connector. The following information was provided by the initial reporter: "per the nurse the connection popped off the patient¿s line 3 x before she switched out the tubing the connectors. No chemo spilled as a result. It was a new connector initially but never completely snapped snuggly to begin with." Medical device brand name: bd phaseal¿ optima injector (n35-o). Medical device catalog#: 515052. Unique identifier (UDI) #: (B)(4). PMA / 510(k)#: k181221.

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o) separated from the patient's line three times during use due to a loose connection between it and the connector. The following information was provided by the initial reporter: "per the nurse the connection popped off the patient¿s line 3 x before she switched out the tubing the connectors. No chemo spilled as a result. It was a new connector initially but never completely snapped snuggly to begin with."

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see section h.10.

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o) separated from the patient's line three times during use due to a loose connection between it and the connector. The following information was provided by the initial reporter: "per the nurse the connection popped off the patient¿s line 3 x before she switched out the tubing the connectors. No chemo spilled as a result. It was a new connector initially but never completely snapped snuggly to begin with."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35 separated from the patient's line three times during use due to a loose connection between it and the connector. The following information was provided by the initial reporter: "per the nurse the connection popped off the patient¿s line 3 x before she switched out the tubing the connectors. No chemo spilled as a result. It was a new connector initially but never completely snapped snuggly to begin with."